Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One eztetic implant (B)(4) was returned for investigation. Visual inspection of the as returned implant identified signs of use but no damage within the external threads of the implant. The collar and internal hex of the implant showed signs of use but no damage. Visual and dimensional comparison of the implant with the drawing using a caliper verified that the implant was consistent with the design. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes infection, and is considered a similar complaint. Appropriate documentation was reviewed. There were no signs of a device malfunction. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It is reported that there was infection and peri-implantitis around the ct3111 and the implant was removed. Tooth location #7.